Event description:
User reported two false negative results in social media. This report 2 of 2. Negative on alternative rat.

Manufacturer narrative:
Report required by FDA for eua. Eua # (B)(4). Investigation not complete at time of initial report, follow-up will be submitted upon completion of investigation. Relates to 3014862188-2022-00444 (B)(6).

Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). Section b2 on outcomes of adverse events was inadvertently checked in initial report